Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. On (B)(6) 2022, the patient experienced inaccurate cgm values which occurred 6 days after the sensor had been inserted in the abdomen. The patient experienced loss of consciousness. The cgm was reading 320 mg/dl and the blood glucose reading was 36 mg/dl. The patient was transported by ambulance to the hospital for evaluation. The patient received 10 grams glucose powder and an unspecified IV. At the time of the report, the patient had recovered and was ok. No other details were documented. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the e zone of the parkes error grid. The data investigation found a difference in values that fall within the c zone of the parkes error grid. No additional patient or event information is available.